Event description:
The customer reports that the ventilator would not cycle. The ventilator was not connected to a pt. The step motor was replaced by the fse at the customer site. This product complaint was generated as a result of svc report screening. Internal # v97137.